Event description:
Patient presented to the physician with headaches and pain due to the ipg moving and flipping within the pocket. Physician brought the patient into the operating room, and upon examination, the ipg was found to be in the correct orientation, and the anchors were secured. Physician closed the chest incision with no further action.